Event description:
The manufacturer was contacted in reference to the malfunction of a performax mask. The manufacturer received information alleging the mask elbow disconnected/dislodged from the mask interface while the patient was receiving non-invasive ventilation via a philips respironics v60 device and an alarm condition occurred. It was reported that the patient suffered brain and organ damage and was put on life support before subsequently passing on (B)(6) 2021. Additionally, it was reported the patient was hospitalized on (B)(6) 2021 and was being treated for covid-19 related respiratory failure and was receiving respiratory support at the time of the event. Cause of death was not reported. The manufacturer was made aware of this complaint through a representative of the customer. No additional information can be requested at this time. The device has not yet been returned to the manufacturer for evaluation; therefore, root cause cannot be determined. It was reported the devices were discarded. At this time, no further investigation can be performed.